Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Surgeon called the field service engineer because she needed technical assistance about the planning pc. This was impossible to charge with the associated power supply cord. The field service engineer asked her to check all part of the power cord, test the good functioning of the wall outlet. The power is suspected to be non-usable.

Manufacturer narrative:
It was reported that the computer for pre op planning charger was not functioning. DHR review and review of complaint history did not identify any contributory factors to the event. According to testing at manufacturing site, the charger cannot be used anymore. The most probable root cause of this event is an electrical issue or a normal wear of the charger. No further information permits to conclude about the root cause of this event. Corrected data: date of this report. Device availability. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Event problem and evaluation code. Remedial action.

Event description:
Surgeon called the field service engineer because she needed technical assistance about the planning pc. This was impossible to charge with the associated power supply cord. The field service engineer asked her to check all part of the power cord, test the good functioning of the wall outlet. The power is suspected to be non-usable.